Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon took a chunk of patient thigh. The depth of slice was unable to be controlled briefly, causing a slightly deeper initial cut on patient's thigh at the graft site. There was a delay of 10 minutes caused by waiting for a second device to be brought to room. An additional unplanned graft was not required. Graft harvest was successfully completed with original device. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2018, it was reported from (B)(6) that a surgeon took a chunk of a patient's thigh due to the device being unable to be controlled briefly, causing a deeper initial cut on the thigh. The customer returned zimmer air dermatome serial number (B)(4) as well as its width plates for evaluation. Evaluation of the device occurred on (B)(6) 2018 and noted that the side to side calibration was within specifications, but the control bar was sitting below the master blade when checked and was damaged. Upon further inspection, the technician found that the motor ran within motor speed specifications and that the 1" width plate did not fit properly on the device. Repair of the dermatome on (B)(6) 2018 involved replacing the vespel and semi-circle bearings, the 1" width plate, and control bar as well as recalibrating the device. The technician then verified that the dermatome was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2018. While the service technician found that a damaged control bar was found sitting below where the edge of the blade and the 1" width plate was found to not sit right on the device, it cannot be determined from the information provided what caused the control bar to become damaged such that it sits below its normal positioning, allowing the device to make a deeper cut than intended, or if the 1" width plate was associated with the failure reported. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.